Event description:
A report was received stating, during patient use, a ventilator generated a severe occlusion alarm. The patient was reported to be removed from the device and placed on an alternate ventilator without harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
Covidien reference number: the user facility reported to have replaced the exhalation filter to resolve the issue. The device then passed all performed testing and was returned to clinical use.